Event description:
It was reported that during a cryo ablation procedure, a system notice was received after powering on the console, indicating that the safety system detected fluid in the catheter and stopped the injection. Troubleshooting attempts, including replacing the auto connection box and catheter were taken without resolve. The case was aborted and the patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: clinical data files were reviewed, showing nine applications were performed with a balloon catheter on the date of the event, and system notices 50011 (¿the refrigerant delivery path is obstructed¿ at application #1, #2 and #3) and 50012 (¿the refrigerant delivery path is obstructed¿ at application #5) and 50030 (¿the safety system has detected a high level of refrigerant flow and stopped the injection¿ at application #6). The files also showed applications 5 and 6 experienced temperature and flow fluctuation, but the first six applications did not wait for the fifteen minute warm-up time. The files also showed one more application was performed with another catheter 209f5/53354-3 on the date of the event; no system notice was triggered. No failure file was returned. The console was tested. The reported issue does not indicate a console manufacturing related defect. Test injections were performed and the system notices were not reproducible. Multiple electrical umbilical, catheters, and auto connection boxes were connected and used without issue. Data files were reviewed and the console appears to be operating normally, as it controlled pressure and flow within the expected ranges. The issue was likely caused by electrical interference with other hospital equipment. The product issue reported (system notice 50011, 50012, 50030) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.